Manufacturer narrative:
This complaint was received via the national breast implant registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry. The event of necross is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was necrosis.

Event description:
Information received via nbir "left side reoperation reasons noted as the following event(s): skin necrosis." Device explanted.